Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the customer experienced repeated occlusion alerts while changing an infusion set and went through three inlet inserters before the issue resolved after a supply change, indicating an obstruction of flow associated with the infusion set connector/coupler. Symptoms included interrupted insulin delivery. Outcomes included the need to replace supplies to restore therapy. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed insufficient information to determine a definitive root cause, though the event aligned with obstruction of flow and a potential deformation or failure involving the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient information.